Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "during prepping to put into use, the new machine can't start up normally. Starting up is very slow. The helium and battery icons show a red cross and keep flashing. After flashing, the screen goes blank after a few seconds. Staff checked the connecting line and attempted to restart the device many times but to no avail". No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "the pump can't start up normally" is confirmed based on a video that was submitted by the complainant. The video was reviewed by the complaint investigator. It showed the pump encountering an issue on startup and rebooting, which is consistent with the reported event. No iabp part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to being unable to complete the power cycle. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "during prepping to put into use, the new machine can't start up normally. Starting up is very slow. The helium and battery icons show a red cross and keep flashing. After flashing, the screen goes blank after a few seconds. Staff checked the connecting line and attempted to restart the device many times but to no avail". No patient involvement reported.